Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 -component code "4749 light source" and medical device problem code "2896 communication or transmission problem" should be removed from the initial medwatch as the event was non reportable. Additional information added to field h6. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection. Based on the results of the investigation, the cause of the suggested event could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) instructed the territory manager and the customer to power off the device, remove scope and exercise the tab at 12 o¿clock on the scope and turn back on. The reported issue was resolved. No further information was provided. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source was turned back on, the panel displayed error e300 (connection error), and the panel began flashing. There were no reports of patient harm.